Event description:
The customer reported that the pump did not charge, confirming their claims after testing with different tandem cables. There was no reported impact to the customer¿s blood glucose level. Technical support is awaiting the return of the pump for further investigation and has prepared a replacement pump for delivery.